Event description:
It was reported that the customer had the patient in the office and could not reproduce noise but oversensing was noted on both leads in electrocardiogram (egm). There was elevated short interval counts (sic) and there was one ventricular tachycardia (vt) episode where both leads exhibited noise at the same time. The customer programmed sensitivity to a lesser value. The right atrial (ra) and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5086mri45, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the lead was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead; 150 short v-v counts since last session. Apparent noise noted on ventricular tachycardia (vt) episode.